Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the dilator tip became damaged during puncture on the patient by the doctor.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination of the dilator tip revealed it was frayed outwards. The tip also contained white coloration, which indicates undue force caused this damage. The total length of the returned dilator measured to be 100 mm which is within specifications of 95.2-108 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage observed. The outer diameter of the dilator body measured to be 2.28 mm which is within specifications of 2.28-2.34 mm per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The tip was frayed and contained white coloration, which indicates undue force caused this damage. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the dilator tip became damaged during puncture on the patient by the doctor.